Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. Internal complaint number - catsweb# (B)(4).

Event description:
The product was implanted in a pt that had an abdominal aneurysm 30 yrs ago. Due to a rupture of the device, the pt underwent another surgery. The surgery was completed with the competitor's synthetic vessel. The pt's progress was reported as good.